Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: a saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with allergan brand breast implant on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Brown, orange and yellow material was observed within the device. Yellow and white material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).